Event description:
It is reported that the device was implanted in 1999, and revised post-op in 2006, due to osteolytic lesions forming around both tibial screws.

Manufacturer narrative:
H3: there are normal wear pattern markings on the superior surface and small amount of wear marks on the inferior surface. Cause cannot be definitively determined. H6: insert exhibits wear to posterior edge of medial condyle and inferior side. Device history records indicate that the device was manufactured and packaged to specification.